Event description:
During eval of a returned homechoice machine, a possible overfill situation was identified which occurred in 2008, during drain cycle 6. The pt's ultrafiltration reading was 731ml indicating the home patient (hp) drained 731ml more than their programmed fill volume of 2000ml. This info gives a total drain volume of 2731ml (2000ml + 731ml). The hp is doing well and has been able to continue peritoneal dialysis therapy without any further problems. No pt injury or medical intervention was reported. Despite baxter's attempts, no add'l info could be obtained regarding this event.

Manufacturer narrative:
Eval summary: the eval did not confirm any failure or malfunction of the device that would have caused or contributed to this overfill discovered during eval. Based on a review of all available therapy log data, the eval has determined the most probable cause is: insufficient drain, false empty detect, and use error due to inappropriately setting the total ultrafiltration too low.